Event description:
It was reported that the patient's ipg stopped communicating/ is inoperable following an unrelated surgeries. Reportedly, the ipg was not set into surgery mode prior to the surgeries. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.